Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow, ok and contrast buttons were under-responsive. It was also noted that the keypad was punctured and torn. A contrast button has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the display is dim/fading/reddish. The battery cap is damaged/stripped and the battery compartment threads are stripped. The keypad cover is peeled off from base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast, up and ok buttons respond intermittently. Evaluation revealed that there was contamination found under all buttons contacts. The down button contact is damaged and does not spring back up after depressing it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.